Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse contacted the customer via telephone to address the reported event. Fse instructed the customer to clear the waste chute of any cups to resolve the issue. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-2000 service manual, revision 3; chapter 10- troubleshooting -was reviewed. The 6102 substrate background measurement aborted. The aia-2000 service manual, revision 3; chapter 10 indicates that the 6102 substrate background measurement aborted error message is generated when substrate background measurement is suspended due to an event that prevented its continuation. The operator is instructed to check the abortion and any other accompanying error factors. The aia-2000 operator's manual, revision h; chapter 6-system operation -was reviewed. The 6.2 daily check. The daily check procedure should be performed prior to assay operations. It involves inspecting the system, replenishing reagents and emptying waste if required. It concludes with the substrate background measurement. Always perform daily check before starting assay operations. The 6.2.1 daily check list. Wash solution- check and replenish as necessary, then click the toggle button. Diluent- check and replenish as necessary, then click the toggle button. Waste (fluid level)- check the waste tank and empty it if necessary, then click the toggle button. Waste cups and t check waste cup and tip levels in the waste box and discard if necessary, then click the toggle button. (5) substrate install replace the substrate replacement solution (70% ethanol) bottle with the substrate bottle, then click the toggle button. The most probable cause of the reported event was due to the operator not emptying the waste box.

Event description:
It was reported that the customer received "error 6102 substrate background measurement aborted" with their aia-2000st analyzer. The customer stated that he had two substrate bottles on board and both were made that day. The customer also stated that they had experienced a power outage two days prior to the reported event and the next time they attempted to run, they received the error. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), intact parathyroid hormone (ipth), prolactin (prl) and follicle-stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.